Event description:
The facility reports the staff member had completed the bath and had raised the resident out of the bath to dry her. The resident was seated at the end of the tub. The staff turned away to get another towel. When she turned back, the lift and resident had tipped over. The lift had tipped over onto the red "steering" handle of the chair. The resident did not make contact with the floor or sustain any impact with any part of the lift. The resident stayed on the lifter after it tipped over. The staff member states that she was not raising or lowering the tub or the bath chair at the time. The bath attendant did not get any other staff member to help get the resident off the lift or off the floor. No injuries were reported.

Manufacturer narrative:
A full function test was performed by an arjo rep; the lift was operating appropriately. It was noted during the investigation that the left arm of the lift was bent downward and the remote clip was broken. Replacement parts have been ordered. The facility has not attempted to recreate the incident. The arjo rep has discussed the situation with the director of care, has reviewed the lifter safety advice notice, and the operational poster that was posted in the bathing room. The doc arranged for the staff educator to review the lifter operating instructions, safety advice notice, and operating video with all appropriate staff. Additional info was also noted. Before the incident, the staff member had called for assistance to remove the resident from the tub by using the call bell system. After several minutes, no other staff arrived to assist. The bath attendant proceeded to move the resident out of the bath. It was noticed after the incident that the call bell light was not working outside the tub room and that the position of the light could not be seen down the hall. The bell has been repaired and the light has been lowered. The MFR concludes the event occurred as a result of the resident being left unattended, most likely in an elevated position. The lifter operating instructions as well as specially distributed sans are very clear how the operation shall be done; these have not been followed. The manufacturer recommends retraining of lift operators in accordance with the operating instructions in all aspects of how to use and work with the product.